Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. Two additional sections of the driveline were returned measuring approximately 10 inches each. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and outflow graft bend relief were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A direct correlation between the device and the reported symptoms of cardiac insufficiency and elevated lactate dehydrogenase levels could not conclusively be established. The cause of the reported low flow alarms could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 1 year and 4 months post-implant, the patient was admitted to the hospital with hemolysis and unspecified symptoms of cardiac insufficiency. The system controller was producing low flow alarms. The patient's lactate dehydrogenase (ldh) level was elevated to 2000 u/l, and the inr was fluctuating between 1.9 and 2.3. An echocardiogram revealed that the aortic valve opened with each heartbeat; however, it was reported that the left ventricle was unloading, and speed ramp testing was negative. Heparin was introduced, and the estimated pump flow reportedly improved over 2 days. It was reported that the patient¿s clinical condition did not improve, and extracorporeal membrane oxygenation (ECMO) support was initiated. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.